Event description:
It was reported that the patient had not received any bolus doses, even though the pump registered that the remote dose cable was connected. Upon inspection, a pin in the connector was bent. There was patient involvement, but no injury/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.